Event description:
Two patient samples with discrepant results. Patient 1, initial sodium result 126 mmol/l, repeat 137 mmol/l. Patient 2, initial sodium result 85 mmol/l, initial potassium result 2.5 mmol/l. Same sample repeated gave result of 139 mmol/l for sodium and 4.1 mmol/l for potassium. Erroneous results were not reported. The filed service rep was unable to determine a cause for the discrepancy. Performance tests were performed and within specification.